Manufacturer narrative:
The ventilator was investigated by our distributor. Troubleshooting found that both gas modules were faulty. No ventilator logs were provided and no parts were returned for investigation. Due to the repair cost and age of the ventilator, the user facility decided to not repair it. The ventilator will be scrapped. Since no parts were returned for investigation, the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).